Event description:
It was reported the stimulation turned off. It was noted the stimulation had turned off once 1 or 2 months prior to report and the patient had turned it back on using the patient programmer. It was stated it had happened twice. It was noted one time they didn¿t know why it turned off but the second time they had walked passed a flash light with a strong magnet. It was stated the patient carried their patient programmer with them at all times.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v553423, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).